Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct during a biliary drainage performed on an unknown date. On (B)(6) 2022, the axios stent placement was checked because the patient presented with symptoms. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and it was noted that the axios stent migrated. The axios stent was removed from the patient using forceps. Another axios stent was attempted to be used; however, there was difficulty advancing the stent over the guidewire. A biliary stent was then implanted to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct during a biliary drainage performed on an unknown date. On (B)(6) 2022, the axios stent placement was checked because the patient presented with symptoms. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, and it was noted that the axios stent migrated. The axios stent was removed from the patient using forceps. Another axios stent was attempted to be used; however, there was difficulty advancing the stent over the guidewire. A biliary stent was then implanted to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well. Additional information received on october 13, 2022: it was reported that the patient experienced abdominal pain which prompted the physician to check the stent placement.

Manufacturer narrative:
Blocks b5 and h6 (patient codes) have been updated with the additional information received on october 13, 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration.